Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, customer data review, a search for similar complaints, and a review of labeling. The data submitted by the customer showed that the shift in the hb parameter may be related to a mixing and handling issue with the specimen. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency of the cell-dyn emerald instrument, list number 9h39, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. High test results; (B)(4): no consequences or impact to patient, (B)(4).

Event description:
The customer observed falsely elevated hemoglobin results while using the cell-dyn emerald analyzer. The customer provided the following example: initial 6g/dl/ retest 18 g/dl. The customer indicated the correct result was 6 g/dl. No patient information was provided. No adverse impact to patient management was reported.